Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided d1: brand name unknown / not provided d4: additional device information unknown / not provided d10. Concomitant medical products unknown biomet screw, lot number unknown. G4: premarket identification unknown / not provided h4: device manufacturer date unknown / not provided

Event description:
It was reported that in a dental implant retaining bridge, the screws fractured inside implants #12/22 following heavy occlusal load. Unable to retrieve screws, so implants were removed. Procedure not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) unknown biomet screw for evaluation. Visual evaluation was performed, there was signs of use. The screw was fractured inside implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The screw was fractured inside implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.